Event description:
It was reported that a patient presented remotely via merlin.net. Review of transmission revealed undersensing on their implantable cardiac monitor. No changes or intervention was reported. The patient condition was stable.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of transmission revealed undersensing on their implantable cardiac monitor. No changes or intervention was reported. The patient condition was stable.